Event description:
It was reported to resmed (B)(4) that an astral ventilator failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no pt involvement.